Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure vasoview hemopro 2 malfunctioned. They reported that the black sheath on the end melted and that they could visualize a wire poking out. When this was noticed they passed off this equipment and opened a second kit. There was no reported harm to the patient.

Manufacturer narrative:
Updated sections: g4,g7,h2,h3,h6,h10. Internal complaint number: (B)(4). The device was returned to the factory on 21sept2020. An investigation was conducted on (B)(6) 2020. A visual inspection was conducted. Signs of clinical use and heavy amounts of blood was observed on the harvesting tool handle and the heating element. The shrink tubing appeared to have remained intact. The heater wire was observed to be melted and flexed away at the center of the hot jaw with detachment at the tip but remaining attached at the base. No temperature or resistance was taken due to the damage of the heater wire. The clear silicone was observed to be burned and yellowish in color. No other visual defects were observed. Based on the returned condition of the device, the reported failures "material twisted/bent; wire" and "melted" were confirmed, as well as the analyzed failure "burn of device".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure vasoview hemopro 2 malfunctioned. They reported that the black sheath on the end melted and that they could visualize a wire poking out. When this was noticed they passed off this equipment and opened a second kit. There was no reported harm to the patient. .